Event description:
Lilly case ID: e(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a 11-years old female patient of unknown origin. Patient had no medical history. Concomitant medications included insulin degludec administered for diabetes and omega 3 (unspecified) as dietary supplement. The patient received insulin lispro (rdna origin) injections, through a cartridge, for treatment of diabetes mellitus, beginning since unknown date in (B)(6) 2017, via subcutaneous route, unspecified dose and frequency, administered according to meals, via a reusable device humapen ergo ii, beginning since unknown date. It was reported, while administering insulin lispro, with ergo ii, the device dose knob was broken, and no insulin was released when pressing on device button (lot. No. 1611d03, pc. No. (B)(4)). On (B)(6) 2024, during insulin lispro therapy, she experienced vomiting, abdominal and gastric pain, and gastroesophageal reflux (heartburn), so she was hospitalized, and the diagnosis was established as ketoacidosis (elevated acetone level) and hyperglycemia (blood glucose level was above 500mg/dl). It was reported, she received intravenous solutions (glucose, potassium, and saline) as corrective treatments. On (B)(6) 2024, she was discharged from hospital with full recovery, except for heartburn, which was ongoing till (B)(6) 2024. During hospitalization, she discontinued insulin lispro and received another type of insulin (unspecified). It was reported she restarted her insulin lispro therapy on (B)(6) 2024 by withdrawing insulin from cartridge by syringe due to the defect of her humapen. As soon as she received the new pen, she performed at the noon of the same day the administration. It was reported patient changed the needle every two days and was storing the device in the refrigerator (improper use). Also, the device was likely beyond the recommended use life (improper use). Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events were recovered. Status of insulin lispro therapy was discontinued and again restarted as of (B)(6) 2024. The patient's caregiver was the operator of huma pen, and his/her training status was unknown. The humapen ergo ii was manufactured in (B)(6) 2016. The general and suspect humapen model duration of use was unspecified. The suspect humapen was not returned. The reporting consumer did not provide relatedness of events with insulin lispro and did not consider the events related with humapen ergo ii. Edit 31jul2024: upon review of information received on (B)(6) 2024, updated improper use of device from no yes as the reporter changes the needle every two days of use. Added the following statement in EU/ ca tab, "a follow-up report will be submitted when the final evaluation is completed". Updated narrative accordingly. Edit 31jul2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. No new information added. Update 12aug2024: additional information received on 07aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting for the suspect humapen ergo ii device associated with product complaint (B)(4). Updated device status as not returned to manufacturer, added date of device manufacture. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(4) 2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary (for reporting form): a female patient reported that the dose knob of her humapen ergo ii device was broken, and no insulin was released when pressing on device button. The patient experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch 1611d03, manufactured november 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, the patient subsequently reported that the device was working and she continued to use it. The total number of complaints received for batch 1611d03 within the established batch threshold and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported changing needles every two day and storing the device in the refrigerator. The core instructions for use state to use a new needle for each injection, to remove the needle after every use, and to not store the device in a refrigerator. In addition, based on the date the device was manufactured (november 2016), the device was likely beyond the recommended use life. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient reused needles and stored the device in the refrigerator. These misuses may be relevant to the complaint issue. The patient likely used the device beyond its approved use life. It is unknown if this misuse is relevant to the complaint issue. It is unknown if these misuses are relevant to the event ketoacidosis.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint:(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned a 11-years old female patient of unknown origin. Patient had no medical history. Concomitant medications included insulin degludec administered for diabetes and omega 3 (unspecified) as dietary supplement. The patient received insulin lispro (rdna origin) injections, through a cartridge, for treatment of diabetes mellitus, beginning since unknown date in (B)(6) 2017, via subcutaneous route, unspecified dose and frequency, administered according to meals, via a reusable device humapen ergo ii, beginning since unknown date. It was reported, while administering insulin lispro, with ergo ii, the device dose knob was broken, and no insulin was released when pressing on device button (lot. No. 1611d03, pc. No. (B)(4)). On (B)(6) 2024, during insulin lispro therapy, she experienced vomiting, abdominal & gastric pain, and gastroesophageal reflux (heartburn), so she was hospitalized, and the diagnosis was established as ketoacidosis (elevated acetone level) and hyperglycemia (blood glucose level was above 500mg/dl). It was reported, she received intravenous solutions (glucose, potassium, and saline) as corrective treatments. On (B)(6) 2024, she was discharged from hospital with full recovery, except for heartburn, which was ongoing till (B)(6) 2024. During hospitalization, she discontinued insulin lispro and received another type of insulin (unspecified). It was reported she restarted her insulin lispro therapy on (B)(6) 2024 by withdrawing insulin from cartridge by syringe due to the defect of her humapen. As soon as she received the new pen, she performed at the noon of the same day the administration. It was reported patient changed the needle every two days (improper use). Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events were recovered. Status of insulin lispro therapy was discontinued and again restarted as of (B)(6) 2024. The patient's caregiver was the operator of huma pen, and his/her training status was unknown. The general and suspect humapen model duration of use was unspecified. The suspect humapen was available for return. The reporting consumer did not provide relatedness of events with insulin lispro and did not consider the events related with humapen ergo ii. Edit 31-jul-2024: upon review of information received on 16-jul-2024, updated improper use of device from no yes as the reporter changes the needle every two days of use. Added the following statement in EU/ ca tab, "a follow-up report will be submitted when the final evaluation is completed". Updated narrative accordingly. Edit 31jul2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.